Event description:
Medtronic (covidien) received information from literature review of dorn f, stehle s, lockau h. Endovascular treatment of acute intracerebral artery occlusions with the solitaire stent: single-centre experience with 108 recanalization procedures. Cerebrovasc dis 2012;34:70¿77. One hundred and four (104) patients were treated with solitaire. In one case, the solitaire inadvertently detached upon the device's retrieval. Per the author, the patient did not suffer a negative outcome as a result of this event. No further information was available. The information was received from the same article as MDR# 2029214-2015-00574.

Manufacturer narrative:
The reported was created to capture the malfunction. It was received from the article: dorn f, stehle s, lockau h. Endovascular treatment of acute intracerebral artery occlusions with the solitaire stent: single-centre experience with 108 recanalization procedures. Cerebrovasc dis 2012;34:70¿77. The device involved in the event has not been returned for evaluation and no correspondence has been received regarding the device. The lot history record was not possible as the lot number was not reported. (B)(4).